Manufacturer narrative:
Yoo dh, clark b, nguyen d, et al. Left atrial thrombus two years after placement of a left atrial appendage closure device: unexplored area of the watchman. Pacing clin electrophysiol. 2018;41:870-871. The date of the event was not provided so date of article was used.

Event description:
Reported via journal article. A patient underwent a left atrial appendage (laa) closure procedure and a watchman laa closure device was successfully implanted with no patient complications. A 6-month follow-up transesophageal echocardiogram (tee) showed no atrial thrombus. Approximately 2 years post procedure the patient was admitted for severe hyperglycemia and experienced atrial flutter with rapid ventricular rate. Intravenous amiodarone and therapeutic heparin infusion were started. Tee was performed to guide electrical cardioversion. The tee showed severe spontaneous echo contrast and la thrombus with a thin layer of echogenicity on the surface of the watchman device extending into the left atrium. Electrical cardioversion and amiodarone were cancelled. The patient was discharged on therapeutic enoxaparin with a close follow-up. The patient was admitted again for hematoma at the enoxaparin injection site and required transfusion of packed red blood cells. The patient was seen one more time, at which time the decision was made to start warfarin with enoxaparin bridging due to high risk of stroke.